Event description:
The pt experienced a loss of therapeutic effect and no stimulation sensation since gallbladder surgery 2 months ago. She has numbness in waist/thighs and increased lower back/neck pain. She had some twitching in her hands but that has faded away and now nothing is felt. The stimulation was increased from 1 to 10.5v on program one and no type of stimulation sensation was felt. She was unable to change programs so it was assumed the pt has only one program. The device was fully charged since the recharging schedule has not changed. She was at home in fair condition. Add'l info has been requested.

Manufacturer narrative:
(B)(4).